Event description:
Fluoroscopy unit failed during invasive procedure - system rebooted and hardware manipulation was required before system started working again. Failure to acquire clinically significant images due to time that had passed during reboot. Dates of use: (B)(6) 2016. Diagnosis or reason for use: diverticuli of intestine. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.